Manufacturer narrative:
Section a: no patient involved section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon priming centrimag for ventricular assist device (vad) use, the healthcare provider saw white deposits settled on bottom of tubing post pump. They did not know where they came from but were concerned it was from the pump. They removed and replaced the pump and tubing.

Manufacturer narrative:
D4 is reflective of all currently available information no further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.